Manufacturer narrative:
The device was returned and evaluated. A correction is also being made to the UDI. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4 (lot # and UDI), d9, g3, g6, h2, h3, h4, h6, and h10. The device actual lot# is kr108431; lot# kr108116 is for the package. The device history record review confirmed that device lot had no anomaly in inspection. The device was returned part of the white tip padding of the upper jaw became detached and hanging. The reported complaint was confirmed. Visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) is worn, slightly burnt, lifted up, exposing metal; however, it still attached to the jaw, no missing fragment noted. There are some charred marks on probe and jaw, but probe is still intact. The wiper movement and its gold insulation are normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was then attached to the usg-400/esg-400 and found both switches working. The hand piece passed the probe check and energy output. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue and a part of it was torn. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Additional information for this event is not yet available. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a therapeutic laparoscopic varicocelectomy, the teflon pad of the device tip became detached and was hanging. There is no patient harm or adverse impact.